Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the belt receptacle would not secure the electrode belt trunk cable connector. The root cause of the defective receptacle cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for an unrelated reason, a reportable problem was found. The belt receptacle would not latch an electrode belt trunk cable.